Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), d9, e1, e2, g2, g3, h1, h2, h3, h4, h6, h11. Reported event was not confirmed as visual examination of the returned product identified both juggerstitch items have been cycled 2 times and there were no sutures or anchors returned. Forwarded the black buttons on both samples with no issues. The flexible sleeve is extended past the needle tip on sample 1 and to the needle tip on sample 2. Product information verified from returned labels. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant failed to fire during surgery. There was no reported patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: taiwan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.